Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure. The patient was doing well postoperatively and the explanted ipg and leads were kept by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).